Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 5 on a patient with prolapsed posterior leaflet and a pre-existing flail. A mitraclip xtw was inserted, and grasping was performed. However, after a couple of attempts, the anterior gripper repeatedly became caught on the anterior leaflet. The clip was unable to be removed from the leaflet. A decision was made to deploy the clip where it was stuck. However, during deployment, while attempting to remove the lock line, resistance was encountered, the screw failed to disengage, resistance was encountered while rotating the actuator knob, resistance was encountered while attempting to release the clip from the clip delivery system (cds). And difficulties retracting the dc handle occurred. After applying additional force, the clip was able to become free. However, the clip still was unable to detach from the cds. Troubleshooting was performed. Therefore, the clip was implanted where it was stuck, attached to both leaflets. It was noted that a thread remained attached to the clip after the release of the clip, and that the end of the thread was hidden in the left superior pulmonary vein. A second clip was then implanted lateral to the first implanted clip, reducing mr to a grade of 2-3. It was noted that both clips were stable on the leaflets. There was no clinically significant delay in the procedure.